Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A review of the provided image is consistent with the allegation of a staple in the crotch of the curved-tip 30 stapler instrument's jaw.

Event description:
It was reported that prior to starting a da vinci-assisted pulmonary lobectomy surgical procedure, the customer found a staple in the crotch of three curved-tip 30 stapler instruments jaws. The customer completed the procedure with a new stapler instrument that was safe to use. There was no reported injury.